Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. The customer¿s blood glucose level was 23 mmol/l at the time of the incident. Customer was using auto mode feature at the time of event and was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump programming and the basal rate settings were checked no errors were found. The alarm history was checked no alarms were found. The device will not be returned for analysis.